Event description:
It was reported that on 29 october 2018, a 21mm sjm trifecta gt valve was implanted in aortic position with non-everting mattress suture technique in a severely calcified annulus. In april 2022, during regular follow up, aortic regurgitation (ar) was detected. In october 2022, deterioration was observed. On an unknown date, the patient was admitted to the hospital due to cardiac insufficiency. On 2 november 2022, redo aortic valve replacement (avr) was performed. The trifecta gt valve was explanted and a new a non-abbott device was successfully implanted. Upon explant of the trifecta gt valve, a leaflet tear was observed at both side of the stent-post between the left coronary cusp (lcc) and the non-coronary cusp (ncc) on explanted valve. It was also confirmed that annulus tissue had become sclerosed and stenosed slightly. The patient had been already discharged from the hospital when the event was reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Explant due to aortic regurgitation and due to cardiac insufficiency was reported. The investigation found that leaflets 1 and 2 were torn with horizontal folds creating incomplete coaptation. There was fibrous pannus ingrowth on the inflow surface of all leaflets. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the tear could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.